Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
It was reported on 09/19/2022 by a sales representative via email that an ar-3636 fibertak implat pulled out, rep states that when they cycled the drill bit, the implant pulled out, surgeon placed 3 more implants without cycling drill bit and they all stayed. This was discovered during a case with no patient harm.